Event description:
The field service representative stated, the user had an erroneous phosphorus result that was generated. The original result was 7.2 mg per dl and repeated as 4.0 mg per dl. The results were not reported to the floor and the erroneous result was checked against the 917 analyzer and the result was reported from the rerun. No pt experienced any adverse event, repercussion or experience due to the original phosphorus result. The floor received the corrected result from the 917 analyzer.

Manufacturer narrative:
The field service representative determined, there was a misadjusted r2 probe where the dispense position was incorrect and was dispensing reagent on top of the rim of the cuvette instead of inside the cuvette. He performed mechanical and pulse adjustments on the reagent probes. Instrument testing was performed and was in accordance with stated specifications. Calibration and control were performed to verify the analyze performance with all results good.